Event description:
The customer reported being hospitalized for high blood glucose levels. The blood glucose levels were too high for the glucose meter to read. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp to perform the high pressure test. The tubing clamp was mailed to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.